Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of down in range of 40mg/dl. Customer treated low blood glucose with manual injection of glucagon and drink can of pop. Customer¿s current blood glucose was 133mg/dl. Troubleshoot was performed and drive support cap was found normal. Insulin pump will not be return for analysis.